Event description:
It was reported that the ilet user experienced bleeding with multiple libre 3+ sensors and, after running out of replacements, operated the ilet in bg run mode until sensors could be replaced. The user had no sensor since the prior evening, recorded a fingerstick blood glucose of 350 mg/dl, entered it into the ilet, and resumed dosing with guidance to hydrate. Symptoms included thirst and dry mouth consistent with hyperglycemia. Outcomes included temporary interruption of continuous glucose monitor (cgm) guided dosing and reliance on bg run mode until cgm pairing could resume. Investigation included review of troubleshooting performed, education on bg run procedures, and coordination with the cgm partner organization for sensor replacement. Investigation of this case revealed that the ilet functioned as designed in bg run mode and that the event was associated with cgm availability and pairing status rather than an ilet hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that user operation in the context of unavailable cgm data and sensor issues contributed to hyperglycemia, with no device malfunction identified.